Event description:
Report 2 of 2. It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the customer experienced many issues; the needle pushes back out of vein due to pressure accumulating in the tubing and the needle safety shield does not slide over the dirty needle easily on unspecified number of devices. No additional information has been provided by the customer after several follow up attempts by bd.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.4: the initial reporter notified the FDA on nov-2024. Medwatch report #(B)(4) the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the customer experienced many issues; the needle pushes back out of vein due to pressure accumulating in the tubing and the needle safety shield does not slide over the dirty needle easily on unspecified number of devices. No additional information has been provided by the customer after several follow up attempts by bd.

Manufacturer narrative:
Investigation summary - bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, manufacturing and process inspection records of 410 lots of the product concerned (#367283) manufactured between april 2023 and march 2024 were reviewed. No abnormalities which can lead to safety shield connection error and malfunction were found. Also, the release inspection records of the 410 lots also been reviewed and nothing abnormal about the appearance or the breakaway force, sustaining force or security force of the safety shields were found. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.